Event description:
It was reported that the procedure was cancelled. An angiojet ultra system console was selected for a thrombectomy procedure. However, it was noted that the unit could not read the barcode of the pump. The procedure was cancelled. No patient complications were reported and the patient's status was stable.